Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. Bench testing noted damaged high voltage output transistors. An arc mark was noted on the device can. Further evaluation of the arc mark indicated the presence of lead material, consistent with that caused by arcing between the lead and the device.(B)(4).